Manufacturer narrative:
(B)(4). Evaluation: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the program changed by device. The assignable cause could not be determined. A labeling review found the patient at home guide to be adequate for this incident. A review of the previous service record, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A nurse contacted (B)(4) regarding assistance with the homechoice (hc) showing dwell 2 of 7, but being programmed for eight cycles. (B)(4) reviewed the programming and found the total volume to be 800ml, the fill volume to be 100ml, and a last fill volume of 0ml. (B)(4) also found the hc to be in "standard mode", and explained that fill volumes fewer than 1000ml should be set to "low fill mode". (B)(4) then assisted the nurse in ending therapy and disconnecting the patient. (B)(4) had the nurse access the nurse's menu to change the programming to "low fill mode". The nurse stated that every time she changed it and cycled power the hc would display "low fill mode off" and "standard mode on". (B)(4) had the nurse attempt to change it three times, but the hc would not keep the change. (B)(4) advised the nurse to get another hc and have this one swapped out. The nurse stated she was unsure of the swap process for the hospital, so she is returning it to the dialysis unit with a note that it needs to be swapped out. No injury or medical intervention was reported.